Event description:
Information was received from a legal representative of the patient reporting that the implantable neurostimulator (ins) malfunctioned. The paresthesia coverage was excellent prior to the end of life discharge of the battery. The battery demonstrated end of life (eol) in (B)(6) 2015. The plan was to only replace the ins. The patient experienced intermittent with occasionally burning and achy. Exacerbating factor was when weather changes, increase pain. Occasionally there was discoloration of the left leg, numbness, and tingling. The patient also experienced sleeping problems/trouble sleeping, muscle pain, back pain, neck pain, joint pain, limitation of use of a joint, joint stiffness, joint swelling, leg cramps or pain in legs when walking a short distance. The ins was replaced. No further complications were reported or anticipated. The patient¿s past medical history included:chronic pain related to radial sympathetic dystrophy of left knee, and complex regional pain syndrome of both lower extremities.